Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history displayed false values. Reportedly, on (B)(6) 2018, a blood glucose (bg) value of 600 (mg/dl) was observed with 636 grams of carbohydrates; however, a bolus was not performed based on the entry. Tandem technical support educated the contact that if a bg and carbohydrates value is entered into the pump, but a bolus was not completed based off of the entries, the pump history will record the input. Although requested, the contact declined to upload the pump data logs. Reportedly, the customer's bg level was 200 mg/dl. Although additional information was requested by tandem technical support, the customer declined to provide.